Event description:
During assistance with a check lines and bags alarm on the home choice (hc), during use, during prime; the customer revealed that they had reset up the hc using the same supplies. The technical service representative (tsr) then told them not to ever start over reusing supplies. The tsr advised the customer to start over with new supplies. During a follow-up with the peritoneal dialysis registered nurse (pd rn) regarding the reported problem, they stated that the customer was fine upon their most recent visit. There have been no problems that were noticed or indicated. The pd rn stated the patient is continuing with therapy fine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The compliant for use error - failed to follow therapy steps is confirmed based on customer contact. The patient stated that the hc had alarmed a couple times and that they changed out only the cassette. Patients are instructed to never reconnect disconnected solutions bags. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.